Event description:
It was reported that during reprocessing, a cable became loose while cleaning a fenestrated bipolar forceps instrument there were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification, the instrument was found with a conductor wire broken at the yaw pulley exit. Additional observation found the yaw pulley with excessive physical damage with small pieces removed. Engineering concluded the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; pieces of yaw pulley removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.